Event description:
Related manufacturer reference number: 3006705815-2023-08176, 3006705815-2023-08177 it was reported the patient underwent surgical intervention on (B)(6) 2024, during which the thoracic and cervical ipgs were explanted and replaced due to ipgs migrating and causing pain. Additionally, the cervical leads were explanted and replaced due to high impedances, while thoracic leads were left implanted and were providing effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08176, 3006705815-2023-08177, 3006705815-2023-08178 it was reported the patient experienced multiple falls and the patient stated both cervical and thoracic ipgs moved around, causing pain to the patient. Patient also experienced shocking sensations. As a result, surgical intervention is pending to address these issues.